Event description:
Device malfunction: failure to deploy-needles. Time of malfunction: during vessel closure. Symptoms/ae: surgical hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of a heavily calcified femoral artery after an interventional procedure. Reportedly, during needle deployment, only two needle tips were visible. The needles were backed-down and a second attempt was made to deploy the needles, but only two needle tips were also visible. The needles were backed-down a second time and the device was removed. A cut-down was performed; hemostasis was achieved with surgical closure. There were no other reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Improper method-patient selection. "The prostar xl instructions for use state under, "special patient populations. The safety and effectiveness of the prostar xl pvs system has not been established in the patient populations with common femoral artery calcium, which is fluoroscopically visible." Incorrect use of device-against the IFU. The prostar xl instructions for use state under, "technique for needle back-down, #9. Do not attempt to re-deploy the prostar xl device after the needles have been "backed-down." Replace the prostar xl device with another prostar xl device, an introducer sheath, or utilize conventional compression therapy." "Precautions, #12 do not attempt to redeploy prostar xl needles after the needles have been "backed-down" into the sheath (refer to the technique for needle back-down section)."